Event description:
It was reported that using a radial artery access approach during a procedure of the moderately calcified left anterior descending artery the balance middleweight (bmw) guide wire was placed in the circumflex artery to protect the vessel. A 3.5 x 18 mm xience xpedition stent delivery system was advanced and deployed without issue. When the guide wire was to be removed, resistance was felt as if it was trapped with the stent; however, using some force the guide wire was successfully removed and the procedure was completed without issue and with a good result. After removal of the bmw guide wire from the anatomy, it was noted that the coils were damaged. There was no reported adverse patient effect. The patient was discharged to home. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent information received via cine and reviewed by an abbott clinical which concluded that there is significant lesion in the left main (lm). Guide wires are positioned in both the lad and the lcx. A stent is deployed in the lm extending into the proximal lad. The wires and sds are removed. Unfortunately there are no images to confirm the incident. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported stretched coils and device detachment were confirmed via returned device analysis, but the difficult to remove was not confirmed due to being related to the case circumstances. Based on the visual and dimensional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other incidents for difficult to remove, detachment or stretched coils reported from this lot. Three (3) unused representative samples with the same part and lot number were returned for evaluation. Analysis showed the unused returned devices with no damage noted and all dimensional and functional testing met manufacturing criteria. In summary, the unused returned devices did not show any indication of deficiency. Additionally, it should be noted that the instructions for use (IFU) states: if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. Do not torque a guide wire if the tip becomes entrapped within the vasculature. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide cath: jl 3,5 6f; sheath: radial access 6f; stent: 3.5x18 mm xience xpedition. Improper or incorrect procedure or method, excessive force. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.